Event description:
The customer reported that during pre-operative testing of this device for a pylormyotomy procedure, the blade did not fully retract into the protective sheath. This event occurred with pre-testing of two knives. A third arthro-knife was obtained and functioned during testing. The third knife was used to complete the procedure. There was no injury or significant surgical delay reported with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this artho-knife for evaluation and the reported event was confirmed. The evaluation found that the end of the knife does not fully retract into the sheath. A corrective action is in process to address this failure mode. Conmed linvatec will continue to monitor this device for failures. Associated MDR: 1017294-2008-00292.